Manufacturer narrative:
Patient (B)(4) paravalvular leak. Method: (B)(4) device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon's response included the operative report which indicated the device was explanted at implant due to paravalvular leak. It is unknown if the patient had come off cardiopulmonary bypass before explant of this device and there was no allegation of a device malfunction. Conclusion: a paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including, but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a response was received indicating the valve was explanted at implant due to a paravalvular leak. Per clinical note & operative findings.: young adult male who had severe ccf and pneumonia who had mvr and avr. Now leaky mv and degenerative porcine. Replaced mitral and aortic with bovine prosthesis, but mvr had a paravalvular leak, so replaced again. Tee ok.